Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 71020 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® one use holder had a deformed connection.